Manufacturer narrative:
The t:flex user guide states to replace the cartridge every 48 hours if using humalog insulin and reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. While trying to reload the cartridge, the customer received a minimum fill message after filling the cartridge with more than 100 units of insulin. A new cartridge was successfully loaded. The customer's blood glucose (bg) was 304 mg/dl and a correction bolus was delivered to address the bg level. The customer thought the high bg was due to the fill estimate issue and due to cookies that were consumed the night before. The customer reported to have been using humalog in the cartridge for 3 days or less and that insulin has been left in the car on occasions. Also the cartridges were refilled. Tandem technical support advised the customer of the pump labeling regarding length of use for humalog in the pump and not to refill the cartridges. The customer acknowledged the information.